Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no defects or damage. The device powered on using both ac and battery power. Multiple speaker faults were observed in the log files. Internal inspection found the speaker was damaged and loose inside and when moved around it would sometimes have an open circuit. Component d1 on the connectivity board had contamination damages and component d3 on the connectivity board was also damaged. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported audio fault, the device is not alarming. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported audio fault, the device is not alarming. No patient impact or consequences were reported.